Event description:
A female pt underwent initial aaa repair in 2006. A type I endoleak was noted on follow-up CT. A renu cuff was placed in 2008, as well as a main body extension graft that was placed between the distal portion of the renu and the proximal portion of the main body graft. An angiogram showed delayed filling of the leak. The physician decided to place another MFR's stent in the seal zone. The completion angiogram showed a more delayed filling of the leak, but decided to end the procedure and follow the pt.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that the long-term performance of endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Pts with specific clinical findings (e.g. Endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. The zenith renu ancillary graft is designed to provide positive proximal fixation, but may not address deficiencies in previously implanted endovascular grafts or correct the clinical problem caused by the pre-existing graft. No product was returned to assist in this investigation. An internal clinical review indicated that possible migration and a type I endoleak due to anatomical changes over time.